Event description:
Pt self treated a wart on heel in 2003. Blister formed at treated area, client went to e.r. Two days later. Dr examined and diagnosed 2nd and 3rd degree burn. A tetanus shot was administered at the e.r. Initially reported "sprayed freeze off on heel", later corrects statement that an applicator was used.